Event description:
A microaire high speed drill over-heated during a tooth extraction procedure. The complaint contact stated that the drill was running for approx 40 seconds when the doctor noticed it felt hot and then noticed that the pt had what was catagorized as a "3rd degree burn" on the "lip". The doctor reportedly felt the nose of the drill and received a "blister" on their hand. The doctor applied and also prescribed a burn cream to the pt. The contact did not know if the doctor received any treatment.